Manufacturer narrative:
Device technical analysis: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. . Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that air kept coming after aspiring twice with a 20cc syringe due to damaged valve. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis. It was further reported that no air in patient or leak was seen. Pressure bag was connected when air was observed but no flowing.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that air kept coming after aspiring twice with a 20cc syringe due to damaged valve. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis. It was further reported that no air in patient or leak was seen. Pressure bag was connected when air was observed but no flowing.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that air kept coming after aspiring twice with a 20cc syringe due to damaged valve. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.